Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good.